Event description:
Additional information was received, it was reported the patient's stimulator had been installed for neuropathy of their feet. Numerous manufacturer representatives had tried to have it moved to help the patient's spine where they needed it but had no luck. The patient's spinal surgeon asked if they could remove it while they did their surgery. As far as the patient new the manufacturer representative took the ins when it was removed. The patient's surgeon informed the patient they should throw their charger in the trash.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that on (B)(6) 2024 their spinal cord stimulator battery was explanted. No symptoms reported. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.